Event description:
Catheter was broken by the pt when they were moving around and attempted to get out of bed. It was reported the pt "caught" the tubing and broke the catheter. An x-ray was taken to assess what path to take with regard to removal. Consequently, the remaining piece was surgically removed.